Event description:
It was reported that the bd ultra-fine¿ ii short-needle insulin syringe label had no lot or expiration date on it. The following information was provided by the initial reporter: "no vendor lot, no expiry date".

Manufacturer narrative:
Investigation summary: customer returned photos of 3/10cc syringes with the poly bags and shelf carton from lot # 1221864. Customer states that there is no lot or expiration date. The attached photos were examined and exhibited poly bags without the lot number, manufactured date, or expiration date printed on the bag. Manufacturing (B)(4) will be notified of this issue. A review of the device history record was completed for batch #1221864. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.